Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect and was ¿suffering.¿ the patient had been having a lot of success with the pain relief prior to having been in a car accident. After the accident, the stimulation suddenly ¿felt different¿ and was in the same location, but the patient did not get any stimulation sensation in the right leg. The patient had experienced ¿surges and electrocutions¿ and was being shocked when making positional changes, whether the device was on or off. The patient had been reprogrammed ¿on a monthly basis,¿ however, reprogramming had not helped. At the last reprograming session, a manufacturer representative had added a program d, and noted that one of the leads could have come loose. A manufacturer representative did an impedance test and values were found to be within the normal limits. The patient felt stimulation in the left leg and had to increase the stimulation significantly in order to feel anything in the right leg, but the stimulation was then too high and was uncomfortable. The patient was unable to sleep, had sore legs, and had trouble walking. Prior to the accident, the patient had been able to bike for 2 miles and would walk 2 miles in a day, but since the accident could only walk ¿to the corner and back¿ and was in a lot of pain. The pain was in the patient¿s middle to lower legs and went down to the toes. While in the ER after the accident, the patient had x-rays taken and nothing had appeared to be wrong. When turning the stimulation off for ¿a few minutes,¿ the patient had ¿hardly any difference in pain control.¿ the patient¿s pain clinic had increased the patient¿s pain medication due to the patient¿s pain levels. Later, the patient was again admitted to the ER and was given morphine and ¿two other pain meds¿ and it was the patient¿s ¿first night sleep in a long time.¿ the stimulation was causing the patient pain and aches, so the patient had then turned the device off. The patient was noted to have fallen ¿a couple of times.¿ the patient wanted to have the device explanted as the patient thought that the device was ¿bad,¿ though no interventions had been planned. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID: 97740, serial# (B)(4), product type: programmer, patient; product ID: 97754, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting the patient had their device removed and replaced because it went bad, and they were experiencing shocking. No further complications were reported/anticipated.